Event description:
The initial report dated 06/09/2000 contains the adverse event information as well as the enclosures (operative report, letter form physician, handpiece inspection report, laser inspection report may 22, 2000 and laser inspection report april 18, 2000). There is no supplemental information. The investigation was completed at the time the initial report was filed.

Event description:
The pt, 14 years post coronary artery bypass graft, with severe angina was scheduled for a coronary artery bypass graft + transmyocardial revascularization procedure. The pt, unable to undergo the coronary artery bypass graft portion of this procedure, received transmyocardial revascularization 41 channels in the left ventricle. Bleeding from multiple channels continued for hrs despite various efforts by the physician to control and stop the bleeding. The pt expired.